Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is reported by the patient's counsel that the patient received a tm patella and tm monoblock tibia on (B)(6) 2007 and was revised on (B)(6) 2008 due to instability. Note that the nexgen lps-flex is zimmer (B)(4) design and the tm patella and monoblock tibia is zimmer tmt design.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.